Event description:
This pt had a biological mesh device implanted for incisional hernia prior to arriving. On arrival, was noted to have diffuse abdominal pain and tenderness in the region suspect for abscess. Pt had a drain placed in the region and fluid was cultured to determine what organism was associated with the infection.